Event description:
It was reported that: (B)(6) 2023, the swg was found kinked during use on the patient. The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The report that the guide wire kinked during use was confirmed through examination of the returned sample. The customer returned one, opened cvc kit for analysis. The guide wire will be analysed as part of this complaint investigation. Signs-of-use were observed on the guide wire body. The guide wire was observed to have one major kink towards the distal end of the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinking. Both welds were present and were observed to be full and spherical. The kink on the guide wire were measured 558mm via calibrated ruler from the proximal tip. The overall length of the guide wire measured 602mm via calibrated ruler, which was within the specification of 596mm-604mm per guide wire product drawing. The outer diameter (od) of the guide wire measured 0.80mm via calibrated caliper, which was within the specification of 0.788mm-0.826mm per guide wire product drawing. Functional inspection was performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The guide wire was advanced through a lab inventory ars/18ga introducer needle to functionally test the guide wire. Major resistance was observed at the kinking; however, the undamaged portion of the guide wire was able to pass as expected. A manual tug test confirmed that both the distal and proximal welds were intact. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." A device history record review was performed for the reported lot and for the returned lot and no relevant findings were identified. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: (B)(6) 2023, the swg was found kinked during use on the patient. The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4). In section d provided the full UDI #. UDI related data quality updates only.

Event description:
It was reported that: (B)(6) 2023, the swg was found kinked during use on the patient. The patient was reported as fine post the procedure.